Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material is confirmed, but the root cause could not be determined. One 6 fr t/l powerpicc catheter with an inlaid stylet and t-lock extension set was returned for evaluation. The returned sample was evaluated and white residue was observed along the length of the stylet. Microscopic inspection of the white substance determined that the substance was likely the hydrophilic coating applied to the stylet wire during product manufacture. The coating was delaminated; however, the investigation did not identify any evidence to conclusively determine what caused the coating to delaminate. Blood residue was also observed on the stylet. Potential factors which may have contributed to reported event include exposure to incompatible chemicals, unidentified environmental factors affecting the properties of the coating, withdrawal of the stylet through a dry t-lock prior to flushing the system, and withdrawal of the stylet across the edge of the t-lock body. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported surgeon in ICU noticed a "fine fluff" on the PICC. Did not want to use on patient. Opened another PICC from same lot # and no fluff on the second PICC and inserted in patient. There was no patient harm.